Event description:
Catheter opened and not working when connected to the monitor. To isolate fault, connecting cable changed, not operational, monitor changed, not operational. New catheter opened and connected to monitor, operational and catheter inserted.

Manufacturer narrative:
Initial: awaiting product return to perform device investigation.